Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve short dapt clinical study. It was reported that angina, myocardial infarction (mi), and very late thrombosis occurred. In (B)(6) 2016, the subject presented with silent ischemia and was diagnosed with unstable angina. The subject was referred for cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (lad) with 90% stenosis and was 22 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75x28 mm study stent with 0% residual stenosis. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject presented with exertional chest pain for about a month followed by rest angina for the past 4 weeks. The chest pain radiated to both arms and typically resolved after about 30 minutes to 60 minutes with sublingual nitroglycerin (ntg). An electrocardiogram (EKG) revealed atrial fibrillation, left axis deviation and anterior infarct, age undetermined. The subject¿s cardiac enzyme were found to be elevated and the patient was diagnosed with mi. The subject was referred for left heart catheterization. The 100% late in-stent thrombosis of the mid lad was treated with placement of a 3.00 x 24 mm rebel bare metal stent with timi 3 flow.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data, and other relevant history updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient's stress test was negative for ischemia. The patient however continued to experience chest pain and left heart catheterization was scheduled on the same month. The patient then presented for the elective cardiac catheterization but the elective procedure was postponed due to poor renal function. In (B)(6) 2017, the patient underwent cystoscopy on an outpatient basis and had a transurethral resection of prostate (turp) with stent placement. Post ureteral stent implantation, the patient had worsening of chest pain overnight at home and for that, the patient took 4 nitroglycerin and 245mg of aspirin at home. The patient was noted to have a drop in hemoglobin and hematocrit. The following day, the patient presented to the emergency department via emergency medical services (ems) due to chest pain that started overnight but was of severe intensity since the last one and a half hours. The patient was diaphoretic and had a burning substernal chest pain that radiated to both arm but currently not radiating. The patient was given 2 sprays of nitro by the ems. Currently, the chest pain had abated. Electrocardiogram revealed anterolateral and inferior t-wave changes from prior study. The patient's left heart catheterization was delayed due to the recent turp procedure and urology advised against anticoagulation for at least 72 hours after turp. The patient continued to have on and off chest pain with increased levels of troponin. The patient was then referred for left heart catheterization after discussion with urologist regarding anticoagulation in setting of recent turp. The following day, post treatment of the mid left anterior descending (lad) artery, residual stenosis was 15%. Also, the 95% stenosis of distal lad was treated with placement of 2.25 x 12mm rebel bare metal stent with 0% residual stenosis and timi 3 flow. Three days later, the patient was discharged in stable condition.